Manufacturer narrative:
Review of manufacturing and sterilization records of all originally implanted lots did not identify any pre-existing anomaly possibly contributing to reported issue. Complaint database review for involved sterilization lots identified other sporadic events, however deep analysis of gamma rays sterilization certificates and microbiologic checks confirmed that the device were properly sterilized. Through follow-up communication with complaint source it was learned that infection was confirmed though opr-op culture positive to staphylococcus epidermidis but there was no other wound visible. Initially patient was recovering well after surgery, but at some point she started experiencing pain, refractory to all conservative management. Surgeon reported that the poly liner was found loose and mildly worn upon revision. Staphylococcus epidermidis is a key commensal organism that maintains skin health but can act as an opportunistic pathogen in vulnerable individuals, particularly in hospital environments or when medical devices are present. Taking into account the nature of the pathogen, it is reasonable to assume that the infection spread from original surgery wound or any other skin lesion of the patient and developed around the implant. Based on the available pms data, the revision rate of smr reverse humeral bodies, belonging to the family product codes 1352.15/20.xxx due to infection is around 0.05%. According to the investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2026 due to shoulder infection. Previous surgery was performed on (B)(6) 2024 for a reverse total shoulder arthroplasty consisting of: finned stem dia 18mm l80 (pn 1304.15.180, lot 2016636 sterilization 2000351); reverse humeral body (pn 1352.15.010, lot 2422698 sterilization 24000197); extension for humeral reverse body (pn 1352.15.001, lot 2419880 sterilization 2400197); reverse liner +3mm (pn 1360.50.815, lot 24at30w sterilization 2400169); glenoid peg tt small-r medium (pn 1375.14.652, lot 2416048 sterilization 2400147); tt baseplate small-r (pn 1375.15.605, lot 2421997 sterilization 2400191); bone screw dia6.5 h25 (pn 8420.15.020, lot 2419832 sterilization 2400166); bone screw dia6.5 h30 (pn 8420.15.030, lot 2414300 sterilization 2400126); connector lat+2mm small-r (pn 1374.15.312, lot 2421579 sterilization 2400196); glenosphere dia36mm (pn 1374.09.111, lot 2402104 sterilization 2400051). During revision the surgeon removed the pre-existing humeral body, extension and liner and replaced them with new components. The liner was replaced with a retentive style one. Surgery was completed as intended. Patient is female, date of birth (B)(6) 1953. The event occurred in the united states.